Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation of material #768165, batch #0301604. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the paxgene® blood dna tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "the tube was deformed." No further information was provided.